Manufacturer narrative:
Sc-1200 sn: (B)(4). The returned ipg was analyzed and found that the device was not communicating with the remote control (rc) and clinician programmer (cp). The ipg could not be charged. With all the available information, boston scientific concludes that the ipg was not functional due to a circuit damaged. The ipg appeared to be exposed to a high-voltage transients or high radio frequency (rf) energy. It was suspected that the ipg was damaged by an electrocautery from a prior non device related surgery.

Event description:
It was reported that the patient was having difficulty communicating ipg with the remote control and difficulty charging the ipg due to this the patient was experiencing loss of stimulation. It was suspected that the ipg have been damaged by an electrocautery from a prior non device related surgery. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was having difficulty communicating ipg with the remote control and difficulty charging the ipg due to this the patient was experiencing loss of stimulation. It was suspected that the ipg have been damaged by an electrocautery from a prior non device related surgery. The patient underwent an ipg replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.